Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded. Microscopic examination revealed numerous kinks throughout the shaft of the device and a complete hypotube separation 72.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination and tactile presented no damage or irregularities in the inner and outer shafts. Microscopic examination presented no damage or irregularities to the tip. Microscopic examination of the balloon revealed a 11mm longitudinal tear from the proximal to the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the welds. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented with myocardial infarction (mi). Vascular access was obtained via right femoral artery. The 20x3.0mm, 90% stenosed, de novo, concentric, with >45 and <90 degree bend target lesion was located in the moderately calcified and moderately tortuous ostial left anterior descending (lad) artery. A 2.00mm x 9mm maverick 2 was advanced for pre-dilatation and resistance was noted. During inflation, the balloon ruptured due to calcification of the lesion which resulted to a residual stenosis of 70%. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The patient presented with myocardial infarction (mi). Vascular access was obtained via right femoral artery. The 20x3.0mm, 90% stenosed, de novo, concentric, with >45 and <90 degree bend target lesion was located in the moderately calcified and moderately tortuous ostial left anterior descending (lad) artery. A 2.00mm x 9mm maverick²¿ was advanced for pre-dilatation and resistance was noted. During inflation, the balloon ruptured due to calcification of the lesion which resulted to a residual stenosis of 70%. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).